Event description:
It was reported that a pacing dependent patient was connected to an external pulse generator (epg). The epg suddenly stopped functioning and the patient's heart rate dropped. There was no battery warning light evident. It was also reported there was no pacing output. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. One side bail is broken. Lead flex cover is corroded. Keyboard is scratched. Heart lead flex is bent (out of mechanical specification).